Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had stuck button alarm. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device failed the self test due to no vibration caused by moisture damage on the harness assembly vibrator. Moisture damage was found on the electronic assembly during visual inspection. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. Audio/vibrate anomaly/absence of alarm confirmed. No pump error 63 alarms noted during testing and were not found in the formatted history file. Device received with corroded battery tube.